Event description:
It was reported that the patient underwent a sinus procedure. While the doctor was opening the sphenoid sinus, the tip of the device broke off in the sphenoid. The surgeon needed to retrieve the tip from the sphenoid. No additional complications were reported; there was no patient injury indicated.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed with information received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made. (B)(6). (B)(4). Product labeling indicates the device is to be used for soft tissue. The mushroom punch was returned for evaluation. Device evaluation is anticipated, but not yet completed. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient underwent a sinus procedure. While the doctor was opening the sphenoid sinus, the tip of the device broke off in the sphenoid. The surgeon needed to retrieve the tip from the sphenoid. No additional complications were reported; there was no patient injury indicated.

Manufacturer narrative:
We observed 1 breakage, a few tenth of millimeter from the welding - (B)(4). Communication task; there is a small mark on the tube, consequence of a small "shock" [excessive force], possibly during handling or sterilization the outer tube is slightly bent conclusion: we think that the tip broke after trying to re-align the mushroom and that excessive strength or "shocks" [force] might explain the issue. The root cause is a misuse of the instrument and is not covered by our warranty, all the more that the instrument is more than 3 years old.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.